Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia. The patient's blood glucose levels reached 700 mg/dl. The patient reported her controller got wet and no longer worked. She had a backup controller but could not remember her omnipod username and password, therefore she was unable to activate a new pod. Attempts to control bg levels with insulin pens were unsuccessful. The patient was treated with IV (intravenous) insulin. The patient remained in the hospital at time of the call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.